Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial and ventricular lead impedance measurements were unreasonable high for a recently implanted pacemaker. Measurements were updated several times and the high impedance measurements were not reproducible. These out of range measurements wer taken prior to connecting the lead and device. The alert was cleared and the device and leads remain implanted.